Event description:
It was reported that the patient¿s implanted neurostimulator was removed so that she could have a MRI performed on her right hip. Patient recovered without sequela. Additional information has been requested, but was not available at the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4) lead model 3889-28 lot# v497301 implanted: (B)(6) 2010 explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial# (B)(4) showed no significant anomalies. Visual inspection indicated that there was foreign material found in the connector ports. Functional testing showed a good stable output at all electrodes referenced to the case (from the neurostimulator to the cut lead). Analysis of lead model 3889-28 lot# unknown showed no significant anomalies. The lead was segmented into two sections. The conductors were broken from overstress/damage and were stretched. The insulation was cut and there was suspected body fluids in the lead. The conductor wire was broken at electrode #3. Functional lab testing of segment 1 showed no short circuits and continuity was acceptable. Segment 2 had no shorts but an open circuit at electrode #3. There was a good stable output from neurostimulator to cut lead through all electrodes, referenced to the case.